Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported the patient experienced an allergy to surgical tape. They described significant itchiness around the incision site that began the day after the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).